Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fos (fiberoptix sensor). The iab was folded on itself multiple times and wrapped tightly. The one-way valve was tethered to the short driveline tubing. Blood was noted inside the bladder and short driveline tubing. The fos was not recessed upon receipt. The central lumen was broken at 5.5cm from the iab distal tip. Major bends in the central lumen were noted at 24cm, 44cm, and 70cm. The metal distal tip of the bladder was recessed in the bladder. The bladder was intact. The bladder appeared to have pulled-away from the tip. The bladder thickness was measured at various locations and was within specification. The iab was submerged in water and leak tested. A leak was noted at 22cm from the bladder distal tip. Air also escaped from the tip at the location of the pull away and the luer end. This is consistent with the central lumen breaking. The fo s and cal key were inserted into the intra-aortic balloon pump (iabp) and recognized. The iabp status was "eo" (excessive offset). The fiber was fully intact. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the balloon missing the distal tip is not confirmed; however, the bladder did pull-away from the distal tip. Nc (B)(4) was initiated prior and training corrections were implemented. The product was manufactured prior to the correction.

Event description:
It was reported that on (B)(6) 2015 at 1802est, while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted into the patient's right femoral artery via a sheath. According to the md the patient did not have a tortuous anatomy. On (B)(6) 2015 at 0349est x-rays described the iab had been slightly retracted, it overlaid expected descending thoracic aorta about 11cm inferior to the arch of the aorta. On 2015 at 0834est the iab tip had been advanced and was now at the level of the aortic arch. It was reported that the balloon ruptured (no pump alarms were reported). The balloon was removed (B)(6) 2015. The md experienced extreme resistance with dislodgement of the tip during the removal of the iab. During the removal, the md reported that the tip of the balloon was missing. The patient was taken to the operating room, but they could not find the tip of the balloon. As of (B)(6) 2015, the patient was still in the hospital. The md was unable to locate the catheter tip on the x-rays of right femur, hip, tibia and fibia. There was a reported patient complication of absence of right lower extremity pulses. The patient outcome is CABG (coronary artery bypass graft) x 4 and avr (aortic valve replacement).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 at 1802 est, while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted into the patient's right femoral artery via a sheath. According to the md the patient did not have a tortuous anatomy. On (B)(6) 2015 at 0349 est x-rays described the iab had been slightly retracted, it overlaid expected descending thoracic aorta about 11cm inferior to the arch of the aorta. On (B)(6) 2015 at 0834 est the iab tip had been advanced and was now at the level of the aortic arch. It was reported that the balloon ruptured (no pump alarms were reported). The balloon was removed (B)(6) 2015 . The md experienced extreme resistance with dislodgement of the tip during the removal of the iab. During the removal, the md reported that the tip of the balloon was missing. The patient was taken to the operating room, but they could not find the tip of the balloon. As of (B)(6) 2015, the patient was still in the hospital. The md was unable to locate the catheter tip on the x-rays of right femur, hip, tibia and fibia. There was a reported patient complication of absence of right lower extremity pulses. The patient outcome is CABG (coronary artery bypass graft) x 4 and avr(aortic valve replacement).